Event description:
The patient¿s healthcare reported that they have no comments on the issues as the patient has not reported any of them. The patient¿s healthcare provider also stated they would schedule an appointment to meet with the patient. No complications or further complications were reported.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient was told by their healthcare professional (hcp) that there was irregular electricity in the body and the orbital stem was not acting like it should the day prior to this report. The patient had vision changes. It was also reported that the patient had toes that became stiff as a board as of two or three months prior to this report. It was noted that the patient would be seeing their eye doctor a week after this report and following up with their hcp in (B)(6). No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.